Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent a right total hip revision approximately eight years post-implantation due to pseudotumor.

Manufacturer narrative:
Event date (B)(6) 2016. Explanted date (B)(6) 2016. Concomitant product(s): unknown cup, unknown head, unknown stem. Therapy date (B)(6) 2016. Report source: foreign--(B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Photos of the implant has been inspected and external investigation was received, which demonstrated a lot of scratches on the sliding surface. No corrosion but small dent was observed. K, ca, ti, fe was detected from the back side of the liner. Design history records was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.